Event description:
It was reported that a homechoice device experienced a system error (se) 2240. This occurred while the patient was connected for peritoneal dialysis therapy. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the patient in clearing the alarm and advised her to complete therapy with manual supplies. There was no report of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.